Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record - the DHR documentation was reviewed and showed no abnormalities related to the reported failure. The mayfield skull clamp (a1059) was returned for evaluation: failure analysis: upon evaluation of the unit, the index knob required re-tensioning and had a residue buildup and the unit required replacement of minor parts. Unit will undergo general service including replacement of minor parts to restore full function to manufacturer¿s specifications. Root cause: complaint confirmed via inspection of the item. Index knob required re-tensioning and the unit required replacement of minor parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield skull clamp (a1059) slipped on the 2 pin side shortly after pinning the patient, prior to knife to skin. The surgeon removed the clamp and pinned with another skull clamp, so the patient received 3 additional sets of skull pin punctures. There was no further injury for patient beyond additional skull pin puncture. Delay or increase in surgery time was not reported.